Manufacturer narrative:
(D10) concomitant devices: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Approximately 2 months post op, the patient underwent a revision to remove a loose tibial screws. Subsequently, the patient is now experiencing numbness to outer knee. As a result, approximately 2 years after initial replacement, x-rays and an injection in the knee joint was administered to the patient; however, the event remains continuing. No further impact to the patient was reported. No other information is available.